Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 0 mm on the non-coronary cusp resulting in moderate to severe paravalvular leak (pvl). Subsequently, a second valve was implanted valve-in-valve 4 mm below the first valve decreasing the pvl to mild. No adverse patient effects were reported.